Event description:
Related manufacturer reference number: 0002938836-2019-17806.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 0002938836-2019-05112. It was reported that infection with lead vegetation was observed. The device system was explanted. A temporary rv lead was attached externally with the explanted device. On (B)(6) 2019, the new device system was implanted. The patient was stable throughout the procedure.